Manufacturer narrative:
Device evaluation of the returned product determined the pump was unable to be charged.

Event description:
It was reported that the usb port was noted to be bent. Reportedly, the usb cable could still be successfully connected and the pump was able to charge. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.